Event description:
Information provided to sjm rep indicted the valve was implanted following an attempt to repair the mitral valve and the valve appeared "normal". Following implant, the surgeon heard a slight murmur and the patient had some vasodilatation that persisted longer than expected. Five days postoperatively, echocardiogram demonstrated normal valve function but abnormal valve position. The valve "slipped" and was positioned too low into the ventricle ("ventricularized"). At explant, a 33 mm size fit easily without stretching the annulus and 31 mm valve (31mecj-502) was then implanted. Upon examination of the explanted valve, the surgeon observed the sewing cuff was firmly attached to the annulus but the sewing cuff had unfolded causing the valve to "drop".